Event description:
It is reported that a customer experienced high blood glucose of 300 to 400 mg/dl mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they wanted to simply report that they had improperly inserted the cannula causing the customer's body not to receive insulin. The customer stated that they pump did not alarm them that they were not receiving the insulin which caused the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.